Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having ventricular tachycardia (vt). Upon interrogation of the device, non-sustained vt was noted. Device base testing revealed that the r wave sensing had dropped and no capture at max output. It was also noted that the patient had multiple vt episodes resulting in antitachycardia pacing. It was determined that the lead had dislodged. On (B)(6) 2018, the patient was taken to the cardiac catheterization lab, and the rv lead was successfully repositioned. The lead functioned properly and no further episodes of vt. The patient did not experience any complications and was discharged home the following day with a fully functioning device.